Manufacturer narrative:
The device is not available and therefore not returned for eval. We are unable to determine if the device contributed to the incident w/o evaluating the sample. Several retention samples were reviewed, no abnormalities were noted. The likelihood of either the stylet going through the tube or perforation caused by the tube itself is minimal. There is no recent recorded trend of this event occurring. It is unk whether or not there were any other conditions with the pt that may have contributed.

Event description:
Duodenal perforation in a baby three days to one week after insertion. The age of the infant is unk. The doctor felt the possible causes of the perforation were either the stylet going through the tube during the insertion or perforation caused by the tube itself. The facility reports that at this time the infant is out of danger.